Event description:
It was reported that the guide wire tip broke off in the pt. After stenting, the physician had difficulty removing the iron man guide wire. Because the vessel was extremely calcified, the physician pulled hard to remove the guide wire. The pt complained of neck pain and on fluoro it was found that the iron man guide wire had unraveled and separated in the pt. The tip was in the aorta and because the guide wire unraveled, a piece went in the right carotid artery. The pt was sent to surgery to remove the separated pieces.